Event description:
An (B)(6) male pt had a previously placed endograft in 2006 of another manufacturer. During the original surgery, it had not sealed properly so a cook cuff was used to obtain a good seal. The pt had an angulated neck, and over 3 years, both devices slipped approx 3 cm (1820334-2010-00019). The physician wanted to use a renu cuff. He was not interested in using a converter, because he did not believe that the pt would survive a fem-fem. On (B)(6) 2009, the renu cuff was prepped. The physician put the device up, deployed it below the renals, and went to remove the black trigger wire. At this time, it was noticed that there was not a thumb screw on the white trigger wire. The sales rep told the physician that the white trigger wire could come loose at any time (1820334-2010-00018). The physician proceeded to pop the top cap and went to remove the white trigger wire but it would not come loose. The physician assumed glue was holding it in place, so tried to gently pull the trigger wire while holding the gray positioner with his hands, forceps, & then a knife to slide it between the trigger wire and gray positioner. At this point, he rotated the trigger wire the opposite direction of the gray positioner with orthopedic pliers and was successful. This allowed him to grab the trigger wire with forceps & pull it out. After the device was completely out of the pt, it was noticed the base of the white thumb screw was still inside the trigger wire.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. A partial delivery system, including the release mechanism plug and cap release mechanism was returned for investigation and evaluated. It was noted that the release mechanism plug appeared to have been sheared at the top of its threads and at the base of the cap release mechanism, as reported in the original event description. Evidence of gripping the cap release mechanism was present, indicating that a large amount of force was applied to the cap release mechanism during the procedure, in attempt to remove it and the trigger wire from the delivery system, as large grooves and scratches were present. The cap release mechanism was not removed from the delivery system, and the release mechanism plug was still in place. Each plug must thread easily and directly into release mechanism. If plug does not thread straight into release mechanism, or is difficult to advance, discard plug and use a new plug. The whole device is packaged and placed in a marketing box to reduce the occurrence of shipping and handling damage. Post sterilization services is to examine each product for defects prior to shipping. The failure mode assigned to this case is "damaged, shipping". This failure mode was determined based on the provided event description, provided by the local cook rep, as well as after evaluation of the returned device. Considering the info provided and the results of the investigation, it is feasible to suggest that the noted damage is a result of rough handling during transport or possibly during processing at the customers facility. We will continue to monitor for similar complaints.